Event description:
The hospital used a drainage tube to complete biliary puncture and drainage for the patient on (B)(6) 2023. The patient was about to withdraw the tube on (B)(6), but during the angiography, it was found that the drainage tube was broken in two sections.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The hospital used a drainage tube to complete biliary puncture and drainage for the patient on (B)(6) 2023. The patient was about to withdraw the tube on (B)(6), but during the angiography, it was found that the drainage tube was broken in two sections

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. After the third notification, the sample was not returned to argon. The complaint was closed. No correction is required at this time. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.